Event description:
The report received indicated that during a coronary procedure, the regatta guidewire was introduced with difficulties. Then while attempting to access the right marginal branch, the physician encountered difficulties tracking the vessel, due to a difficult angle of the side branch, the wire got stuck for some millimeters in a small branch beside the right marginal branch and the wire was retracted with some force. The guidewire was retrieved and during retrieval, the coil was found unwrapped approximately 3cm away from the tip. The wire was removed from the pt. After identifying the problem, the physician checked for complete extraction; under visual inspection and under x-ray it appears that the wire was removed entirely; however, the physician was not sure. The target lesion was at the crux of the heart. The vessel was described as angulated and calcified. The intended procedure was stenting of the right marginal, provisional for posterior descending. The pt experienced stable angina (ccs ii-iii) but was reported to be in good condition. Further info indicated that during the procedure, the tip of the wire was visible on fluoro; there was no "drilling" or "jack-hammering" techniques used to canalize the vessel; the torque response of the wire was described as intermediate.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.